Manufacturer narrative:
The report of ¿lead fracture¿ was confirmed. Analysis of the returned lead found that the terminal end segment had a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures is consistent with the patient having fallen as reported.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads were fractured. The patient had a fall. Surgical intervention was undertaken, and the leads were explanted and replaced. The ipg was replaced for an unknown reason.